Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified as the device was not returned to olympus. It is likely that the event occurred due to a discrepancy between the reprocessing procedure performed by the user and the reprocessing procedure recommended by olympus. The event can be detected/prevented by following the instructions for use which state the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported to olympus, during a scope audit, debris was observed behind the elevator of the evis exera ii duodenovideoscope and that a different procedure was being used to perform reprocessing outside of the instruction¿s manual, which is a reportable event. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the onsite scope audit.

Manufacturer narrative:
This device is not expected for return, as this issue was resolved onsite with the endoscopy support specialist (ess). The debris found behind the elevator was determined to be caused by insufficient or incorrect reprocessing of the scope. It was also uncovered that due to the use of a different procedure being used for reprocessing of the scope, the leakage test was not being performed properly. The endoscopy support specialist (ess) performed a reprocessing in-service for the facility. The customer assured the specialist that an inspection is performed on all scopes at the facility prior to use on a patient and that the debris uncovered would have been observed during that time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.